Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was observed that the related spectrum pump had damage to the back flex due to the overcharging of the wireless battery module. As a result, the back flex and rear case assembly have been replaced. (B)(4).

Event description:
It was reported that a wireless battery module had heat damage. The spectrum pump that the battery module was operating on, was also returned to baxter for evaluation.